Manufacturer narrative:
Vyaire file identification: (B)(4). Equipment was received in house at the vyaire facility in palm springs, ca. For evaluation. The unit was placed on extended tests/run-in. No root cause has been determined yet since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that when you press down the ltv 1200 ventilator while on stand the air compressor stops running. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Service technician was able to verify customer's reported problem "damaged back housing." Visual inspection reveals numerous abrasions and an indentation under the dove tail. Rear weldment was replaced. While customer's reported problem regarding "stops running while on stand with any weight applied was not able to verified. However, the suspect device/component undergo testing, passed and met in it's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. It was found out that the center portion on the back of the rear weldment had physical damages (abrasion like) along with a bent dove tail. These damages are consistent with the use of the lap top ventilator cart / floor stand which causes wears and tears onto the rear weldment.